Event description:
It was reported that interrogation showed a ventricular lead warning due to low impedance. It was noted that the right ventricular (rv) lead has had recurring lead warnings and at the previous follow-up the rv lead had a lead warning with a polarity switch. The lead remains in use as the physician opted to monitor at this point. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 559245 implantable pacing lead - 2000 (B)(6). (B)(4).